Manufacturer narrative:
Initial and final MDR (B)(4). - MDR - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 22-april-2024, it was reported by the patient that two infusion set was leaking from site due to which hyperglycemia occurs after 3 hours of use high blood glucose level was displayed high. Patient replaced infusion set and resumed insulin successfully. No further information was available.